Manufacturer narrative:
Trackwise ID (B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. Device discarded.

Event description:
Related to (B)(4). The hospital reported that during an endoscopic vein harvesting procedure, bipolar cord, non-sterile, forceps malfunctioned. A replacement cord was used to complete the procedure. No harm was done to the patient.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, bipolar cord, nonsterile, forceps malfunctioned. It did not provide energy from the beginning. A replacement cord was used to complete the procedure. No harm was done to the patient.

Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. Trackwise ID#: (B)(4).

Manufacturer narrative:
Trackwise # (B)(4). Updated section: b4, g4, g7, h2, h6, 10, h11 updated section: d10-corrected to - device was discarded h6-corrected to -device was discarded, h3- if other provide code -explain- corrected to -device was discarded the reported device is an OEM device, therefore, a lot history review was not applicable. The product is not returning. A lot/serial number was not provided and the specific product lot/serial number cannot be identified from a ship history, therefore it is impossible to obtain a certificate of conformance. H3 other text : device discarded.

Event description:
N/a.

Event description:
N/a.

Manufacturer narrative:
Trackwise # (B)(4).